Event description:
On november 19, 2008, boston scientific corporation was informed that during an endoscopic retrograde cholangiopancreatography, the hydratome sphincterotome was not bowing all the way. The procedure was completed with another of the same device without any patient complications. Patient is "good".

Manufacturer narrative:
The lot number of the suspect device is unk; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be preformed; therefore, the cause of the reported event is undetermined.